Manufacturer narrative:
The ge svc rep performed an investigation. The malfunction was confirmed. As per customer request, the interconnect cable was delivered to the customer for replacement. No add'l info provided. Svc case closed.

Event description:
It was reported that the inter-connect cable on the stenoscop system had a broken plastic connector. Replacement cable requested. There was no report of pt injury.